Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed. In that video, the operator shows the marquee device which the needle was coming apart from the device. It was noted that the end of the cannula was not flared. Based on the video review, the reported detachment of device can be confirmed. Therefore, the investigation is confirmed for the reported detachment of device as the provided video shows the needle detachment. The investigation is confirmed for the identified nonstandard device issue as the cannula end was found not flared. The root cause for the identified detachment of device or device component issues are likely due to the condition of the cannula (e.g., not flared). The root cause for the identified nonstandard device issue is determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal tissue density, the needle allegedly came out of the white part of the device. No coaxial was used. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal tissue density, the needle allegedly came out of the white part of the device. No coaxial was used. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.